Event description:
Customer reportedly obtained the following results with 5 minutes between each result: 168mg/dl, 199mg/dl, 54mg/dl, 208mg/dl, and 177mg/dl. Customer reports taking 35 units of humalog after receiving the result of 168mg/dl. No adverse event reported and no treatment received. No quality controls were used. Requested return of suspect device and replacement was sent.